Event description:
It was reported that ten bd plastic non-sterile luer-lok¿ tip syringes had deformed stoppers.

Manufacturer narrative:
Describe event or problem: it was reported that ten bd plastic non-sterile luer-lok¿ tip syringes had deformed stoppers. Investigation summary: 10 loose 5ml syringes were received and visually evaluated. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: each syringe had a stopper in the bottom out position and each syringe was observed to have a jammed stopper condition. Root cause description: potential root cause for the jammed stopper defect is associated with the assembly process. Rationale: no corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastic non-sterile luer-lok¿ tip syringes had deformed stoppers.